Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned without the manifold/hub attached. A visual and tactile examination of the device found that hypotube was broken 1447 mm proximal to the distal tip edge, with multiple kinks along the full catheter length. A visual and microscopic examination of the crimped stent found centre struts lifted twisted and bent back proximally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-nov-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 3.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. A 3.00 x 28 synergy¿ drug-eluting stent was then advanced but also failed to cross the lesion. The patient was put on medication and was scheduled for rotablation after three months. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.